Event description:
It was reported that there was event with a "probe". According to the information received, the tactile hook broke off in the knee joint during the procedure. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ( (B)(4)). Upon evaluation, the product was clearly bent and broken into 2 pieces. There is no signed of corrosion. The damaged is due to user handling related such as abuse or misuse. There is no patient harm reported. Based on assessment criteria, this is not reportable case.